Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection: the warranty seal was broken. No physical damage was found on the pump. All pcba¿s were undamaged, and all cables were properly seated. Functional inspection: testing was performed to replicate the complaint and is mentioned below. Manual pressure check: passed. Integration test: passed. Inflow bracket revision test: passed. Additional testing was performed to replicate the complaint and is mentioned below. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. The critical error log was reviewed and there were no errors related to the complaint. Although the reported complaint was not reproduced, it was noticed that the pump was displaying the incorrect date. Refer to the attached picture. Therefore, the main board shall be replaced. The probable root causes for the reported failure involving this device could be due to 1) surgeon technique including incision sizes and procedure time, 2) variations in scope or cannula size or condition, or 3) software error. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It is reported by (B)(6), surgeon of the hospital, that during a shoulder surgery the shoulder tissue of the patient expanded. This expansion could be removed manually by the surgeon.

Event description:
It is reported by (B)(6), surgeon of the hospital, that during a shoulder surgery the shoulder tissue of the patient expanded. This expansion could be removed manually by the surgeon.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection: the warranty seal was broken. No physical damage was found on the pump. All pcba¿s were undamaged, and all cables were properly seated. Functional inspection: testing was performed to replicate the complaint and is mentioned below. -manual pressure check: passed. -integration test: passed. -inflow bracket revision test: passed. Additional testing was performed to replicate the complaint and is mentioned below. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. The critical error log was reviewed and there were no errors related to the complaint. Although the reported complaint was not reproduced, it was noticed that the pump was displaying the incorrect date. Refer to the attached picture. Therefore, the main board shall be replaced. The probable root causes for the reported failure involving this device could be due to 1) surgeon technique including incision sizes and procedure time, 2) variations in scope or cannula size or condition, or 3) software error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It is reported by dr. (B)(6), surgeon of the hospital, that during a shoulder surgery the shoulder tissue of the patient expanded. This expansion could be removed manually by the surgeon.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.